Manufacturer narrative:
The insulin pump had unresponsive buttons due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported by the customer's spouse, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 237mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).